Event description:
It was reported that the ilet pump was dropped, after which the device would not power on and the touchscreen was broken, preventing use of the upper portion of the display; the user reverted to backup therapy and planned to return the device, with no blood glucose impact reported, consistent with a device fracture involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with physical damage, characterized as a fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.